Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine device check. Upon interrogation, the device was found to be in safety mode. It was not clear when the device reverted to safety mode, but the patient reported no symptoms. The patient was admitted to the hospital for an emergent device replacement procedure; however, the procedure has been postponed several times due to the hospital workflow/scheduling. As of today, the device remains implanted, functioning with the limited therapy available in safety mode operation. No adverse patient effects were reported. It was later reported that the device was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
At this time, the product has not been returned. If the product is returned, analysis will be performed and this report would be updated at that time. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. Interrogation of the device confirmed it was operating in safety mode and that brady therapy remained available. Review of device memory identified an error. The error resulted in software resets performed in an attempt to correct an identified memory inconsistency. The corrupted memory was corrected in the laboratory and the device reverted to normal operation. The cause of the memory inconsistency was not able to be determined through laboratory testing but was likely the result of exposure to radiation, either therapeutic or environmental.

Event description:
It was reported that the patient implanted with this pacemaker presented for a routine device check. Upon interrogation, the device was found to be in safety mode. It was not clear when the device reverted to safety mode, but the patient reported no symptoms. The patient was admitted to the hospital for an emergent device replacement procedure; however, the procedure has been postponed several times due to the hospital workflow/scheduling. As of today, the device remains implanted, functioning with the limited therapy available in safety mode operation. No adverse patient effects were reported. It was later reported that the device was explanted and replaced. No additional adverse patient effects were reported.